Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 41 mg/dl at the time of incident. Customer reported that they received can not sensor signal alert. It was unknown whether the customer was using auto mode feature. The insulin pump will not be returned for analysis.